Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had component damage, moving parts of the trigger of the device did not move smoothly, was missing components, fell apart ¿ unattached, could not engage the attachment ¿ coupling, and would not run. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check positioning of saw head, check for sticky trigger, check the function of the device, and check oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error.

Event description:
It was reported that the battery oscillator device did not work. During in-house engineering evaluation it was determined that moving parts of the trigger of the device did not move smoothly and the device fell apart ¿ unattached. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.